Event description:
It was reported that the patient's ipg had migrated. The patient was experiencing pain at the ipg site as a result of this issue. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted and replaced.